Manufacturer narrative:
Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced the wrong lens implantation. The lens was intraoperatively removed and replaced with a similar lens. This resolved the problem. Cause of the event was user-error.

Manufacturer narrative:
Corrected data: b5 - a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced the wrong lens implantation. The lens was intraoperatively removed and later replaced with a similar lens. This resolved the problem. Cause of the event was user-error. Claim#: (B)(4).